Manufacturer narrative:
Investigation summary: 10 samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) of the supplier goods in documentation. The batch involved in this complaint met all acceptable quality levels (aql¿s) and was released according to applicable procedures and specifications. The release paperwork did not highlight any issues associated with this batch relating to the problem statement. All dimensions were within the applicable specification within the batch release criteria as per the component drawing. The batch was released based on the certificate of conformance provided by the supplier. The customer verbatim is not clear on the affected dimensions, but a small amount of flash is present on the thumb pad, therefore. As per the drawing, the dimension for the thumb pad is a reference measurement for information only and does not have a tolerance level. This dimension does not form a part of the release criteria. Investigation conclusion: unconfirmed, no issue observed. Root cause description: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 100 ultrasafe plus x100l pr white ccl syringe plungers were found with a "material surplus (weld line, burr)" on them before use. The following information was provided by the initial reporter: "during a dimensional control, we detected plungers with material surplus (weld line, burr). This defect causes oos on external diameter. 200 plungers have been controlled and 100 were not compliant."